Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for implantable cardioverter defibrillator explant due to pocket erosion. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.